Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was heating up fast, the locking sleeve was stiff and made an unusual noise due to a broken drive shaft which is indicative of applying extreme force while in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse / abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the locking mechanism on the motor device was damaged. During in-house engineering evaluation, it was observed that the device was heating up fast, made an unusual noise and had a stiff locking sleeve and a broken drive shaft. As a result, there was a fifteen minute delay to the planned surgical procedure. An identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.